Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of biotestcell-a2 when testing with anti-a1 from a competitor (ortho). The customer has returned the supposedly defective product but only after its expiration date. The competitor's anti-a1 that was used in testing has not been returned. Our quality control laboratory therefore tested the retained biotestcell-a2 sample with three different lots of seraclone anti-a1 plus with one lot anti-a1 from a competitor (sifin). All negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-a2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.